Event description:
The customer reported diluent fluid leaked on the right side of the diluter and onto the counter involving coulter hmx with autoloader. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. The customer turned the unit off. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak from restrictor line for the sweep flow, on the foam trap, which had come loose from the check valve. The fse reattached and secured the tubing to resolve the fluid leak issue. The fse verified repair to specified requirements per the established procedure. Results conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).